Event description:
Products used: ethicon stapler (mfg# pve35a, 1 each) 35mm white vascular reload (mfg# vasecr35, 2 each) on (B)(6) 2023 esophagoscopy transoral with diverticulectomy was performed. After the procedure the patient was complaining of severe chest pain. The surgeon believes that the 35mm reloads failed and caused the esophagus to perforate. Reference reports: mw5149835, mw5149836.